Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: immersion of the endoscope in the detergent solution and wiping/brushing the air/water nozzle with clean lint-free cloths, brushes, or sponges. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the gastrointestinal videoscope exhibited foreign objects on nozzle, distal end and suction cylinder. There was no patient involvement.